Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00889; 508-32-204, s801-device cracked/ broke, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was returned to djo and after further examination, the baseplate screw broke.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Baseplate central screw broke/1 1/2-hour delay in surgery.